Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had a timeout error occurred during patient workflow and unable to remove item. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device system had an issue where the user was unable to issue medication for the patient. A technical support specialist made the user to log out and log back in and confirmed that the user was able to remove item. The system functioned as intended after the technical support specialist assessed the device.